Manufacturer narrative:
Analysis of the pump on 2017-jun-22 revealed a motor gear train anomaly regarding corrosion and/or wear and /or lubrication; stall was due to the shaft-bearing. As per the pump¿s log, morphine with concentration 10.0 mg/ml was being administered via a simple continuous dose rate of 1.000 mg/day as of (B)(6) 2013. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for failed back surgery syndrome and non-malignant pain. It was initially reported on (B)(6) 2013 that the patient expired on (B)(6) 2013 at 11:02. The cause of death was unknown and was currently pending ¿tox¿. The caller stated that the death was ¿probably not¿ related to the device but they wanted to confirm if it was working properly. The medication delivered by the device system as unknown. On (B)(6) 2014 an implant nurse reported that the patient¿s death was not device related. No patient symptoms were reported. No further patient complications have been reported as a result of this event. The pump and catheter were returned to the manufacturer.